Event description:
The treating doctor reported that the patient required an urgent tooth extraction (tooth 3.6) and had symptoms of pain on the vestibular gum and pain when chewing. No additional information or records are available at this time.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "the health of the bone and gums which support the teeth may be impaired or aggravated". Align's clinical review of available records indicate that the affected molar had a crown; however, as no x-rays were shared, the periodontal condition and pre-treatment tooth prognosis cannot be confirmed. No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the reported symptoms. This event is being filed as an MDR per 21 cfr 803 as a serious injury occurred, and the invisalign system aligners were being used. The date of event (b3) is based on the timelines reported to align by the complainant and compared to the patient information. There is no conclusive evidence to confirm the date of the reported symptoms.